Event description:
Customer reported a hospitalization for diabetic ketoacidosis. The blood glucose reading was nearly 500 mg/dl. She was treated with an IV drip of insulin. She reported that the insulin in the insulin pump may have gone bad due to the heat. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.